Manufacturer narrative:
The complaint of leaks could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was performed and no non conformities were found that would have led the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a 24 cm (9") smallbore quadfuse ext set w/4 microclave® clear, 4 clamps, rotating luer which was reported to have leaked noradrenaline from the central hole of the un-used connector during patient infusion. Alternative product connected. Adjustments made to noradrenaline to compensate for leakage. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
On 11/23/2024 five (5) new samples #011-mc33048 were returned for evaluation. As received no physical damage or anomalies were confirmed on the samples. No mating device was returned for evaluation. The five samples were tested as per procedure and no leaks, occlusions or anomalies were confirmed. No mating device was returned. The complaint of leaks cannot be confirmed or replicated. Device history review was reviewed and no non conformities were found that would have led the reported complaint.